Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. Vascular access was obtained via the right brachial vena cephalic artery. The 90% stenosed target lesion was located in the moderately tortuous and non calcified right brachial cephalic vein shunt. A 5.0-4/4t/90 symmetry balloon catheter was advanced and dilated the distal 2cm of the target lesion at 20 atms on the 10th inflation. The balloon was deflated within 20 seconds. During withdrawal of the symmetry balloon catheter resistance was encountered in the introducer sheath and blood flowed into the encore 26 inflation device. The 5.0-4/4t/90 symmetry balloon catheter and a 0.014 transend guide wire were then removed together from the patient. The physician noted that the mid to distal portion of the balloon had detached and remained inside the patient near the distal tip of the introducer sheath. A venous cutdown was performed to successfully retrieve the detached balloon from inside the patient. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned along with a 4 french sheath and a 0.18inch guide wire was present inside the device. Visual and tactile examination of the returned device revealed a complete circumferential tear had occurred in the balloon material 18mm distal to the distal edge of the proximal markerband. A longitudinal tear measuring 24mm ran the length of the proximal section of the balloon material that was still attached to the device. The distal end of the balloon had detached 5mm distal to the distal edge of the distal markerband. The balloon was covered in blood and the distal balloon sleeve was pushed inside the body of the balloon. Microscopic examination of the bond site noted the presence of adhesive. A kink was noted on the body of the sheath. The distal balloon portion was immersed in warm water to dissolve the blood. The distal balloon sleeve was removed from inside the body of the balloon, some damage may have occurred to the balloon sleeve during this process. Both the proximal and distal radioplaque markerbands were still in place on the shaft. The shaft of the device was microscopically examined and there was evidence that it had been microblasted. The damage noted to the device is consistent with the device meeting with a restriction during the removal of the device from the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. Dfu states "the rated burst pressure should not be exceeded. Refer to product label for rated burst pressures. Inflation in excess of rated burst pressure may cause the balloon to rupture." (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. Vascular access was obtained via the right brachial vena cephalic artery. The 90% stenosed target lesion was located in the moderately tortuous and non calcified right brachial cephalic vein shunt . A 5.0-4/4t/90 symmetry balloon catheter was advanced and dilated the distal 2cm of the target lesion at 20 atms on the 10th inflation. The balloon was deflated within 20 seconds. During withdrawal of the symmetry balloon catheter resistance was encountered in the introducer sheath and blood flowed into the encore 26 inflation device. The 5.0-4/4t/90 symmetry balloon catheter and a 0.014 transcend guide wire were then removed together from the patient. The physician noted that the mid to distal portion of the balloon had detached and remained inside the patient near the distal tip of the introducer sheath. A venous cutdown was performed to successfully retrieve the detached balloon from inside the patient. No further patient complications were reported and the patient's status is good.